Manufacturer narrative:
The company service representative examined the system and confirmed the reported event. The company service representative found a metal surgical tool lodged in the foot switch, which was obstructing the treadle from fully depressing. The metal surgical tool was removed. The system was then tested and met all product specifications. Per the operator¿s manual, debris including fluid residue stuck on the footswitch bottom or under the rear section of the treadle may cause temporary malfunction of the footswitch and therefore must be removed prior to use. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specifications. Therefore, the root cause of the reported event as related to the system was unable to be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported the inability to chop in the sculpt mode. Additional information has been requested.